Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint rapid exchange drug eluting stent diameter 2.75 length 30mm was deployed in the mid lad. As a dissection was confirmed at the distal side of the mid lad, an additional endeavor sprint rapid exchange drug eluting stent diameter 2.5 length 8mm was deployed to treat the dissection. Another endeavor sprint rapid exchange drug eluting stent was also implanted in the proximal lad. It is reported that there is a relationship between the procedure and the event. No additional clinical sequelae were reported. Patient is in remission.